Manufacturer narrative:
Bioprosthetic valves are known to have a limited life span as the surgical prosthesis is prone to structural valve degeneration (svd) due to a gradual, multi-year process of calcification of the leaflets resulting from the pre-existing disease process. It may present as regurgitation and/or stenosis. This is an expected and foreseeable result in valves that have been implanted long term. The device was not returned for evaluation, as it remained implanted. In this case, minimal information regarding this event was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. However, it is likely that patient related factors and the progression of the patient¿s underlying valvular disease pathology contributed to the event. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 29 mm pericardial mitral valve , implanted for 16 years 7 months, is being evaluated for a valve in valve procedure due to unknown reasons. The secondary procedure has not been scheduled or completed. No additional details were provided.

Manufacturer narrative:
Additional manufacturer narrative: edwards received additional information through follow up. Supplemental report submitted to update the event.

Event description:
Edwards received additional information through follow up. It was reported that a 29mm mitral valve, implanted for 16 years and 8 months, was disabled via a valve in valve procedure due to severe mitral stenosis and moderate mitral regurgitation. A 29mm transcatheter valve was implanted. The patient/procedural outcome was noted to be great.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
Edwards received additional information through follow up with the healthcare provider. It was reported a patient initially implanted with a 29mm mitral valve for 16 years 7 months, is being evaluated for a valve in valve procedure due to severe mitral stenosis and moderate mitral regurgitation. The secondary procedure has not been scheduled or completed. No additional details were provided.

Manufacturer narrative:
Additional manufacturer narrative: edwards received additional information through follow up with the healthcare provider. Supplemental report submitted to update event, other relevant history, and f10. Based on the available information, the root cause of the event was likely due to patient related factors and the progression of the patient's underlying valvular disease pathology.